Event description:
It was reported that a patient will undergo an upcoming revision of an ulnar elbow component due to bone loss on the ulnar side. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.